Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00053. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was not measuring the tidal volume and alarming low leak co2 rebreathing risk. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer verified that the was an error code (alarm message: low leak ¿ co2 rebreathing risk) within the significant event log. The customer was advised to replace the gas delivery system. The field service engineer (fse) ran an operational check and verified the unit did not measure the tidal volume and was alarming low leak co2 rebreathing risk. The fse resolved the issue by replacing the gas delivery system. The investigation concludes that no further action is required at this time